Manufacturer narrative:
Expiration date: 08/01/2013. Device manufacture date:09/08/2010. Evaluation results: the devices were not returned so complaint could not be confirmed. Root cause cannot be determined. The following risk control measure is listed in the ''warnings and precautions'' section of the IFU. IFU 60218 rev u: "use stay-straps to protect against tubing slippage on all user-assembled connections of duraflo coated products.'' / ''securely tie-band the connector to cannula junction prior to initiating bypass.'' The customer's use of stay-straps cannot be confirmed. Several attempts to contact the customer were made with minimal response. The customer did not respond to the question about the use of stay-straps. A DHR review was conducted and no nonconformities were observed with lot 58904308. There have been no other reports of this nature for dezc24a and the dezc family of devices from (B)(4) 2007 to date. Trends will continue to be monitored. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. The issue is an isolated incident and is not a confirmed manufacturing defect therefore a corrective action will not be initiated.

Manufacturer narrative:
Device separated from perfusion line it was hooked up to.

Manufacturer narrative:
The device was returned on (B)(6) 2011 and the file was reopened to evaluate the product. (B)(6) 2011 - the device was evaluated by the product evaluation lab in (B)(6) with the following report: "received (1) cannula, model ezc24a. The vented cap was removed and not returned with the unit. A short piece of non-edwards tubing was found attached to 3/8" connector of the cannula. Dry blood was visible between the tubing and the connector. A zip tie was also wrapped around the tubing and 3/8" connector. It appeared that customer put the zip tie around the tubing to secure the connection. No visible defect was observed from the cannula 3/8" connector or the non-edwards tubing. Unit was sent to (B)(6) for further evaluation of the connector". (B)(6) 2011 - the device was returned and evaluated by edwards (B)(6) quality and manufacturing engineering. The non-edwards provided tubing was removed and the connector was evaluated. The connector met all dimensional specifications. A manufacturing defect could not be confirmed. Root cause cannot be determined. The following risk control measure is listed in the "warnings and precautions" section of the IFU. (B)(6) - "use stay-straps to protect against tubing slippage on all user-assembled connections of duraflo coated products, securely tie-band the connector to cannula junction prior to initiating bypass". The customer's use of stay-straps cannot be confirmed. Several attempts to contact the customer were made with minimal response. The customer did not respond to the question about the use of stay-straps. A DHR review was conducted and no nonconformities were observed with lot 58904308. There have been no other reports of this nature for dezc24a and the dezc family of devices from (B)(6) 2007 to date. The issue will continue to be monitored. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. The issue is an isolated incident and is not a confirmed manufacturing defect therefore a CAPA will not be initiated.

Event description:
It was reported that while performing the procedure, it was noticed that the aortic cannula had become disconnected from the perfusion line. The doctor reconnected the two separated ends. Device usage problem: device malfunction- that is, the device did not do what it was supposed to do. Report source: medwatch (B)(4).